Manufacturer narrative:
Concomitant medical products: 693558, lead implanted: (B)(6) 2012; 439888, lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, variable impedances and oversensing. It was determined that the rv lead was not secured to the cardiac resynchronization therapy defibrillator (crt-d) header correctly and the lead "came right out" when the doctor tugged on it. The rv lead re-connected to the crt-d and all measurements were normal. The rv lead and the crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.